Manufacturer narrative:
Title of article: unprecedented complication of biologic mesh use in ventral rectopexy authors: sean leow, frank voyvodic, elizabeth murphy, dayan de fontgalland, year published: 2018 (B)(4). If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
According to the literature source, a patient was presented to the emergency room with severe abdominal pain and cramping. The patient was approximately 4 weeks post laparoscopic ventral rectopexy where mesh was implanted for high-grade rectal intussusception. It was reported that the pain started 10 days after surgery and has worsened. The patient had CT imaging which confirmed a right-sided hydro-ureter above the site of the mesh and was suggestive of retroperitoneal fibrosis. A retrograde pyelogram confirmed a narrowed segment of ureter measuring around 3 cm, adjacent to the site of the mesh. Additionally, the patient had an MRI which revealed tubular t2 hypo intensity connecting the serosa of the upper rectum to the sacral promontory via a right para-median approach, consistent with mesh and peri-mesh fibrosis. Nine months later it was reported that the patients' ureteric stent was removed, and the ureter was draining freely. The patient remained stent and symptom free.